Event description:
It was reported that customer does not have sufficient subcutaneous tissue where set is inserted which led to high blood glucose, treated with manual injection on (b)(6) 2026.

Manufacturer narrative:
Name: Medtronic Minimed.Country: United States of America.Street: 18000 Devonshire Street.City: NorthridgeState: California.Zip Code: 91325.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.